Event description:
I have been on the libre cgm for over two yrs, first on abbott libre 2 and now libre 3. I've had to call or online for sensor failures, either signal loss or fall offs, 13 times in the last 6 months on the libre 3 system. The newest sensor that was put on just 5 days ago had a signal loss approximately at 4 am this morning. When I called libre customer service this morning, I was told I reached my limit in replacements even though replacements have clearly been the fault of the product. This morning, they denied my request to replace my reader since I believe there is a problem with communication between the reader and sensors. A few months ago, I told customer service that I believe there could be a problem with my reader along with the sensors. Nothing with the reader was done but a month later, I received a letter they did not receive my reader and sensor. I called them saying I never received a return box and again told them I think there is a problem with both reader and sensor. They told me to disregard the letter and they won't replace the reader. 13 times in the last 6 months clearly shows a problem. As long as the device is defective, there shouldn't be a limit. It needs to be investigated. I would like to add my medicare advantage and my state's medicaid pays my cgm system in full so there is no reason for me to have replacements other than product failure.